Manufacturer narrative:
(B)(4). This is a report of a se2240 alarm due to improperly disconnecting and reconnecting during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system error 2240 (air in line/set) alarm which occurred while using the homechoice (hc), during drain 3 of 5 of peritoneal dialysis. The hp was connected during the alarm. The hp stated they woke up and just disconnected themselves, then realized they were not done with therapy. The hp then reconnected. The technical service representative (tsr) had the hp cycle the power and end therapy. The hp stated they would finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.